Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot #: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 355018, lot #: w60369, product type: accessory. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 31-jan-2022, UDI#: (B)(4). Country: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient¿s lead had displaced. It was noted the patient¿s lead was to be replaced as a result of the issue; however, the exact time had not been determined at the time of report. Additional follow-up received on 2018-nov-20 noted the surgery was still to be planned and that the manufacturer had not yet been notified of a scheduled time. The cause of the of the lead displacement was unknown. The patient was in the hospital for observation at the time of report. It was unknown whether any troubleshooting was performed to provide insight to the issue. There were no complications reported or anticipated.

Manufacturer narrative:
Device evaluation: analysis of the lead found no significant anomalies; the lead body was stretched. Please note that method code, result code, and conclusion code no longer apply to this report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: please note that method code, result code, and conclusion code no longer apply to this report. If information is provided in the future, a supplemental report will be issued.